Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
On (B)(4) 2013 an ocd field service engineer (fe) arrived at the customer site and found the collet at position #5 was bent. The fe replaced the collet at position #5 and ran splld and user software test. All test passed without error. Repairs have returned this instrument to expected operation. All required documentation were given to the customer.